Manufacturer narrative:
Covidien reference: (B)(4). The service engineer (se) verified the event and replaced the graphical user interface (gui) printed circuit board (pcb). The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported for an 840 ventilator with upper blank display. The ventilator was not in use on a patient at the time the event occurred.